Event description:
The customer reported that only a yellow "low hr" alarm on an mp70 and piic was announced and no "brady" alarm was seen or heard. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.